Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing either. In addition to this, device data was successfully uploaded on to care link. No upload and download anomalies or delays in uploading and downloading were noted. Device was received with a few scratches on the sides of the case. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. After that blood glucose level went to 400 mg/dl. The customer treated high blood glucose with manual injection of bolus. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump within 48 hours of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the blood was present on infusion set. Customer reported that insulin pump was not on auto mode. Insulin pump passed displacement test and high pressure test. The insulin pump will be returned for analysis.